Event description:
It was reported that during implant attempt, the doctor felt the lead was damaged because of the way the coil looked. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis finding indicted distorted/bent defib conductor at medial section at 39 centimeter.s.